Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : no anomalies found.

Event description:
It was reported that there was t-wave oversensing and that the patient received inappropriate shocks. It was also reported that it was decided to explant and replace the device and to keep the lead in use because of the patient's vascular occlusion. No further patient complications have been reported as a result of this event.